Event description:
Tap. It was reported that 80 days after implantation of 2.5x20 mm, 2.75x20 mm, and 3.0x16mm taxus express2 drug eluting stents, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the non-calcified, non-tortuous; distal, mid, and proximal right coronary artery (rca). A pre-intervention in-stent stenosis was not reported. It was reported that the lesion was pre-dilated. Balloon size was not reported. The distal vessel lesion was stented with a 2.5x20mm taxus stent deployed at 16 atm. The mid vessel lesion was stented with a 2.75x20mm taxus stent deployed at 16 atm. The proximal vessel lesion was stented with at 3.0x16mm taxus stent deployed at 16 atm. A post-intervention residual stenosis percentage was not reported. It was reported that "results" were "satisfactory without complications." The pt received plavix prior and angiomax during the procedure. It was reported that there was "successful stent placement to the proximal, mid, and distal rca." The pt presented 80 days after the initial procedure with a 90% in-stent restenosis in the proximal and the "junction of the mid and distal rca." Percutaneous transluminal rotational atherectomy was performed. It was reported that the pt exhibited bradycardia. A 5-french temporary pacing wire was placed in the right ventricular apex and "satisfactory pacing parameters were documented." After atherectomy, a 2.5x20mm taxus stent was deployed at 16 atm in the distal rca. The proximal rca in-stent restenosis was dilated with a 3.5x15mm quantum balloon and inflated to 16 atm for 1 minutes, "satisfactory results without complications" was reported. A post-intervention percentage of stenosis was not reported. The pt received angiomax during the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch# 8374244 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant info become available, a supplemental medwatch report will be filed.